Manufacturer narrative:
(B)(4). This report involves an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis manifested by fibrous effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis is unknown. Two days later the patient was hospitalized for the peritonitis event. Treatment was not reported. The patient was discharged four days after admission. At the time of report, the patient was recovering from the event. Dianeal therapies were ongoing. Additional information was requested, but is not available at this time. This is report 1 of 3.